Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months.  A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there were signs of a driveline infection. Wound cultures revealed (B)(6) and the patient was treated with oral antibiotics keflex for 42 days. No additional information was provided.